Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
Customer reported the IV tubing separated from the top of the upper fitment and tpn leaked onto the floor. The infusion was infusing with no problems prior to shift change, in which the nurse assessed the device and IV set. The device was beeping approximately 5 minutes after the nurse left the room and when the nurse entered the room the tpn was leaking onto the floor. The tubing was noted to be separated from top of the upper fitment during troubleshooting and the IV set was sequestered. The doctor was notified and the appropriate IV fluids were ordered. The patient was up to the bathroom prior to the IV set separating. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.